Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (ses) was returned with blood on the stent implant and on the shaft, consistent with being advanced into the anatomy. The stent implant was stationary on the shaft between the markers. There was no damage noted to the stent implant. The sheath was located in the distal position and not retracted, consistent with the reported information that the stent had not been deployed. The tuohy borst valve was returned unlocked, consistent with the attempt to deploy. The distal end of the strain relief tubing was loose at the proximal end of the outer tube. There were two bends in the shaft 6 cm and 11.5 cm proximal to the tip. During functional testing, the stent implant could not be deployed due to the loose strain relief tubing. Potential factors which could contribute to deployment difficulties include, but are not limited to, manufacturing, anatomical conditions, kinks in the shaft or the distal end of the system being entrapped. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. In this case, based on the bends noted on the distal end of the shaft, it may be possible that the distal end of the system was entrapped within the vessel, in such that strong resistance was encountered. Additionally, because force was used in the attempt to deploy against this resistance, the proximal end of the shaft separated. It should be noted that the instructions for use states, do not release the stent if unusual force is required, since this indicates a failed system. Use a new system instead. (Failure to do so may cause system damage, misalignment of the stent and possible ductile damage.) The reported deployment difficulties and subsequent damage to the unit appears to be related to case circumstances. There is no indication to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there is no indication of a lot specific product deficiency. During manufacturing, all self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functional tested.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The selfx endoscopic stent is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that during the procedure in the right biliary duct, a selfx endoscopic stent system was advanced to the lesion with slight resistance noted at the proximal segment of the lesion. An attempt was made to deploy the stent; however, strong resistance was felt and the outer shaft was could not be pulled to release the stent. The tuohy borst valve detached from the outer shaft outside of the anatomy. The stent system was withdrawn from the anatomy. A second selfx endoscopic stent system was advanced and the same occurred. The stent system was withdrawn from the anatomy. Two new selfx endoscopic stents were ultimately advanced and deployed successfully. There was no reported significant clinical delay and no adverse patient effect. No additional information was provided.